Event description:
It was reported that 4 screws broke and the screw tips remain inside the pt. The screws consisted of the standard 2 for soft (spongy) bone and 2 for hard (cortical) bone. There was no sign of inflammation during the entire period of post-op observation. F/u with the reporter provided info that the broken screw tips were discovered during the usual planned plate/screw removal surgery. There was no reported effect on the pt's healing process; the pt is well. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The plate and 2 broken screws were returned for evaluation. The complaint was confirmed. The exact cause of the event could not be determined from the info available and the device evaluation. Device history record review revealed nothing relevant to this event. Pt factors such as weight, quality of bone, activity level and other factors that can effect healing time (such as smoking, drinking, poor circulation, etc.) Were not provided. Based on the info provided, the most likely cause of this type of event is micromotion of the screws which can occur if the pt has poor bone quality surrounding the implant or if the pt is non-compliant with the post-operative protocol and begins weight bearing too early. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.